Event description:
It was originally reported the patient had been referred for generator replacement, but the reason for the replacement was originally unknown. It was later reported the patient had high impedance. A lead break was visualized on x-rays by the physician and also after the physician exposed the patient's nerve during surgery. An implant card was received confirming both the lead and the generator were replaced. After the replacement, the lead impedance was within normal limits at 1335 ohms. The lead and the generator were noted to be discarded after the surgery. No additional relevant information was received.